Event description:
It was reported that pump malfunction occurred with recurring malfunction code after reset and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to open mobile app so pump logs could upload, had no backup insulin therapy and planned to contact healthcare provider, and was advised that replacement pump with updated software would be sent under warranty; customer was instructed to place malfunctioning pump into storage mode, return it to tandem within 10 days using provided shipping materials, and then program pump settings and connect continuous glucose monitor on replacement pump, which was processed for shipment by technical support.